Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller was dropped a couple of months ago and split-opened the device into half where pt (patient) can see the electrical parts inside. Pt mentioned that after the incident happened, they could still use the controller by taping the controller to hold the parts together but now the controller was no longer working properly and they noticed that sometimes the stimulation turns on and off; yesterday their therapy was turned off. Agent tried to get the serial number but pt was afraid to do so because putting pressure might trigger the top button. Pt mentioned that right down the middle where the up and down arrows is unstable, the top button won't wine up unless they tape the device together. Pt suspected that the battery pack had already been damaged as well. Agent was unable to troubleshoot or get the serial number. Pt (patient) added that they frequently travel and takes the devices with them, they're unsure if the frequent traveling has added to the controller issue pt mentioned that they reached out to their representative yesterday and was advised to call patient services. Agent sent repair request to replace the controller and battery pack. Pt called back regarding the shipment of the replacement devices.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient to inquire about how to set up the new controller. Agent advised the caller to charge the controller to 100% then follow the instructions provided/on the screen to pair it with their implanted device. Patient mentioned the previous controller had turned off their stimulation.